Manufacturer narrative:
(B)(4). Evaluation: results: mi and revascularization.

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid rca during index procedure. It is reported that the patient suffered an mi approximately 1 week post index procedure. It is reported that the patient was hospitalized and underwent percutaneous intervention. It is reported that the patient recovered with treatment. Investigator indicated that the event was not related to the study device but was possibly related to the study procedure. It is reported that the patient suffered with abdominal pain approximately 1 month post index procedure. Patient was treated with medication. Investigator has indicated that the event was not related to the study device or procedure. At 30 day follow up patients worst angina status was reported as class I per the (ccsc). It is reported that the patient was hospitalized due to the dislodgement of a pacemaker lead approximately 3 months post index procedure. The lead was extracted and replaced with a new lead. It is reported that the patient recovered with treatment. It is reported that the patient was diagnosed with coronary artery stenosis on the same day. It is reported that the patient underwent revascularization. Investigator has indicated that the events were not related to the study device or procedure. At 3 month follow up patients worst angina status was reported as class I per the (ccsc). Approximately 5.5 months post index procedure, the patient suffered with chest pain. Investigator has indicated that the event was not related to the study device or procedure. At 6 month follow up patients worst angina status was reported as class I per the (ccsc). Approximately 9 months post index procedure, the patient suffered with chest pain. It is reported that the patient was treated with medication. Investigator has indicated that the event was not related to the study device or procedure. At 9 month follow up patients worst angina status was reported as class ii per the (ccsc).